Manufacturer narrative:
Complaint no: (B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was noted that there was air in the patient line of the cassette. The patient was connected to the device at the time of the observed air for their initial drain of peritoneal dialysis therapy. During troubleshooting, nothing unusual was noted with the supplies or the set up that could have caused or contributed to the air. The patient was advised to start therapy over using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.